Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly.pump passed the dat at .08690 inches. Pump history was download successfully. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 03-apr-2024 listed on smartsolve due to insufficient data in the trace/history files. However, delivered boluses and recorded and verify at the pump history. No alarm found within the event date.tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay. Unit passed required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported: hyperglycemia with blood glucose value of 136 mg/dl and treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: customer was having high blood glucose readings. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. Troubleshooting was performed and found that customer was using the insulin pump system within 48 hours of the reported event and customer was using the auto mode/smart guard feature at the time of the event. The customer was unable to run high pressure test. Later customer reported that pump he had was not working. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.